Event description:
Information was received from the healthcare provider (hcp) for a patient who was receiving unknown drug via an implantable pump. The indication for use was for spinal pain. The patient healthcare provider (hcp) stated the patient came in with their pump alarming and the hcp wanted to confirm that if it was the pump. The hcp stated that it sounded like a two-tone english police alarm. The technical service (ts) reviewed it that it was going every ten minutes and that is a critical alarm. The hcp stated that the patient was supposed to have her pump refilled about two weeks ago and believe that the pump is empty. The technical services reviewed that the patient should be seen as soon as possible by the managing director who confirmed that if it was a motor stall or empty pump and if it was an empty pump to fill it. The hcp stated that the patient's been having difficulties being in contact with the managing hcp and the hcp on the phone only knew limited information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2022, lfc (hcp) additional information was received from the healthcare provider (hcp) indicated, please confirm if the critical alarm was for a motor stall or empty, ¿empty- pt had a scheduled refill of pump on (B)(6) 2022, however pt was in the hospital¿, what was the patient at the time of the critical alarm issue? ¿patient in hospital at the time¿, was the cause of the critical alarm determined? If so, please clarify what it was, ¿pump empty- pt had refill on (B)(6) 2022 but was in the hospital¿, what actions/interventions were taken to resolve the report of the critical alarm?, ¿patient can schedule a new fill date when discharged from hospital¿, has the critical alarm been resolved?, ¿pt in hospital¿. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.